Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/pelvic floor. It was reported that the patient's programmer didn't work. The patient stated it didn't do anything and had poor communication. The patient then repositioned the antenna and saw the splash screen after trying to sync. The patient then replaced the batteries and was able to sync and could see that therapy was on at 1.0v. There troubleshooting resolved the issue. Additional information was received from the patient on (B)(6) 2018 that they could not get up the steps and sometimes they will have an accident. Patient also reported tenderness near the implant site and that they stopped feeling stimulation. Troubleshooting was performed and patient confirmed they were able to feel comfortable stimulation in the bike seat area. Further information received from the patient on (B)(6) 2018 reported that they had plans to have their ins removed. It was also noted that their hcp told them to call the manufacturer for the issue. They mentioned that they needed to have an MRI of their back and legs (for an unrelated to the implanted device/therapy). There were no further complications reported or anticipated.